Manufacturer narrative:
Sample return date corrected.

Event description:
PICC dressing wet. PICC flushed: leaking from 2 places (hub and 1st cm of catheter). PICC removed and blood cultures done. (Insertion date: (B)(6) 2023).

Event description:
PICC dressing wet. PICC flushed: leaking from 2 places (hub and 1st cm of catheter). PICC removed and blood cultures done. (Insertion date: (B)(6) 2023).

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One opened catheter was returned for review. The analyst removed the tape from the catheter hub and confirmed a crack in the hub that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
PICC dressing wet. PICC flushed: leaking from 2 places (hub and 1st cm of catheter). PICC removed and blood cultures done. Insertion date: (B)(6) 2023.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.